Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the cup inserters are all cracked at the plastic handles or have threads that are cross threaded. The event did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the duraloc str cup impactor was found broken from the white handle, the broken fragment was not returned for examination, in addition, the threaded tip exhibits signs of stripped and in the handle impaction area was found several deep impaction marks. Therefore, the reported condition can be confirmed. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the cup inserters are cracked at the plastic handles or have threads that are cross threaded. The event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.